Event description:
As initially reported by a healthcare professional, the consumer experienced pain, discomfort and eye redness in left eye. Medical attention was sought and was diagnosed with possible ulcer. The doctor prescribed unspecified eye drops. The current status of the consumer¿s eye is symptoms improving. At this point of time no additional information is available.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. A trend related investigation was performed; no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A2., a3a., b3., b5.,b6.,d4 and h4: additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating, consumer experienced marginal corneal ulcer in left eye 0.4 millimeter with one infiltrate which was 0.4 millimeter. Scarring existed prior to infection. Antibiotic eye drops were prescribed every two hours while awake. Suggested consumer not to wear contact lenses. The current status of the consumer¿s eye is symptoms resolved.